Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of system's power supply, cpu board, and cpu fan. Communication was reestablished and problem was resolved.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.